Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the fenestrated bipolar forceps instrument exhibited macroscopic breaking of the branches¿ articulation (the black cable was visible outside of the branches). No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no fragment missing, broken off, or detached from a portion of the instrument that enters the patient. There was no damage to the black cable observed.